Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service representative visited the site and determined that the cables needed to be reconfigured after service. Cables for third party devices needed to be placed in the same location and settings re-installed after field service. There were no issues with the olympus device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source image capture stopped working. The issue was observed during maintenance. There were no reports of patient harm. Related patient identifiers: (B)(6) for additional devices reported for same event.